Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ac inlet connection was observed to be damaged. The device's ac connector cable kit was replaced to address the issue.